Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath kinked upon inserting into the patient's groin. The case was completed with an arrow flex device and there was no impact on the patient. The physician nicked the skin of the patient before insertion. The patient was reported to be in good condition. The procedure outcome was successful. Additional information was received on 01oct2019. The procedure was an intervention procedure in the left superficial femoral artery (sfa). The issue seems to occur at the dilator/sheath transition. The doctor has started doing a skin nick to ease the access. There was absolutely no scar tissue, since this patient had never had previous intervention. The procedure went well, and the patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.